Event description:
It was reported that after successful preventive maintenance procedure, the patient controlled analgesia pump displayed a "syringe size error" during setup. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: manufacturer narrative. Investigation summary: the reported complaint of the patient controlled analgesia (pca) pump displayed a "syringe size error" during setup was not confirmed through the review of the device logs, however the issue was replicated during laboratory testing using a non-compatible 10ml syringe. Functional testing observed all three pca modules recognized all compatible syringes installed into the pca and unable to recognize a 10ml syringe that is not in the compatible syringes list. When a smaller size syringe (less than 20ml syringe) is installed into the pca module a message prompt will be displayed in the pcu screen ¿unknown syringe installed¿ during setup. No infusion will be able to be programmed until a compatible syringe is installed and recognized. The alaris pca module: compatibility syringe lists all the compatible syringes including syringe sizes and order numbers. Inspection of the suspect pca modules observed the devices to be in good condition. The syringe sizer sensors were observed to be in good condition and properly aligned with the barrel clamp mechanism. The review of all the received concomitant pcu and suspect pca modules devices logs observed no errors codes associated with the reported issue. No infusion events were observed during the last known events on the returned suspect pca modules. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the patient controlled analgesia (pca) pump displayed a "syringe size error" during setup can be attributed to incompatibility of the 10ml syringe being installed into the module. Extensive laboratory testing found the pca modules were operating as expected.

Event description:
It was reported that after successful preventive maintenance procedure, the patient controlled analgesia pump displayed a "syringe size error" during setup. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that after successful preventive maintenance procedure, the patient controlled analgesia pump displayed a "syringe size error" during setup. There was patient involvement but no harm.